Event description:
Within the first 30 minutes of use during a spine procedure, the doctor noticed that the clear plastic shrink wrap (near the suction opening on the tip of the plasmablade) was detached and was sliding off the plasmablade. The doctor grabbed it before it fell and put the hand piece and plastic aside. A new hand piece from the same lot was grabbed and used successfully to complete the case. There was no patient impact.

Manufacturer narrative:
(B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 3.0s product number: ps210-030s lot number: fl50764456 expiration date: 2016-10-01 quantity returned: 1 testing performed: device packaging inspection: -plasmablade¿ 3.0s device received in a cardboard box with brown paper to fill the negative space and within a single biohazard bag. -no original packaging was returned therefore it is neither possible to confirm the device information against the information listed within (B)(4) nor confirm the device that was sent back as the reported complaint device. -printed rga e-mail included. Device visual inspection: -device is used with dried blood on body, handle, shaft and cord. -blood and other biological fluids present along the inner shaft. -electrode is bent with eschar and tissue build-up on the electrode and inside the suction opening of the finger grip as well as the heat shrink is detached which corroborates with the reported complaint description, figure # 1 thru figure # 4 -both cut and coag buttons have a definitive tactile feel. -visual inspection confirms the heat shrink was detached from the device, discarded and not returned for complaint investigation. Functional inspection: functional inspection is not applicable as the complaint was confirmed via visual inspection lhr review: a review of the lhr for lot # fl50764456 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in (B)(4) was confirmed in the laboratory environment. Visual inspection confirmed the heat shrink was detached from the electrode as well as there was an accumulation of tissue build-up in the suction opening of the finger grip causing the device to become clogged. The finger grip incorporates a suction lumen for the evacuation of smoke and fluids. The gunk build-up of tissue that was present on the electrode and inside the suction opening results in the overheating and melting of the heat shrink. The rf energy is affected by the gunk build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device (in this case near the heat shrink) rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperature and over time, it is possible for the heat shrink to degrade. The complaint will be tracked and trended in (B)(4). It is plausible to suggest a likely cause of the failure is the electrode was not cleaned according to the IFU recommendations as the suction opening became clogged with an excessive build-up of tissue resulting in the overheating and melting of the heat shrink which ultimately caused the heat shrink to degrade and to detach from the electrode. Customers are properly trained for proper use prior to using the peak surgery system which includes reading and understanding the IFU. The IFU outlines proper cleaning and use of the plasmablade¿ and specifically relates to the reported complaint as listed below: lbl-00166 rev. C ¿ plasmablade¿ 3.0s ¿ IFU ¿ precautions and warnings -when bending the blade, do not exceed a 45° angle. Do not bend more than three times. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to bend the blade; do not use forceps as this could damage the device. -do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. -eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. -activation of the hand piece simultaneously while aspirating fluid may alter the path of electrical energy away from target tissue. -unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance. -the finger grip also incorporates a suction lumen for the evacuation of smoke and fluids. Reference documents: 42-10-1020 rev. D ¿ work instructions for complaint investigations ¿ disposable devices 31-10-1369 rev. F ¿ product specification and quality plan ¿ plasmablade¿ 3.0s & 3.0p lbl-00166 rev. A ¿ plasmablade¿ 3.0s ¿ IFU ¿ instructions for use 61-10-0017 rev. H ¿ device button tactile test procedure test equipment: no functional inspection performed therefore no test equipment was utilized (B)(4).

Event description:
Within the first 30 minutes of use during a spine procedure, the doctor noticed that the clear plastic shrink wrap (near the suction opening on the tip of the plasmablade) was detached and was sliding off the plasmablade. The doctor grabbed it before it fell and put the hand piece and plastic aside. A new hand piece from the same lot was grabbed and used successfully to complete the case. There was no patient impact.

Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 3.0s product number: ps210-030s lot number: fl50764456 expiration date: 2016-10-01 quantity returned: (B)(4) testing performed: device packaging inspection: -plasmablade¿ 3.0s device received in a cardboard box with brown paper to fill the negative space and within a single biohazard bag. -no original packaging was returned; therefore, it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. -printed rga e-mail included. Device visual inspection: -device is used with dried blood on body, handle, shaft and cord. -blood and other biological fluids present along the inner shaft. -electrode is bent with eschar and tissue build-up on the electrode and inside the suction opening of the finger grip as well as the heat shrink is detached which corroborates with the reported complaint description, figure # 1 thru figure # 4 -both cut and coag buttons have a definitive tactile feel. -visual inspection confirms the heat shrink was detached from the device, discarded and not returned for complaint investigation. Functional inspection: functional inspection is not applicable as the complaint was confirmed via visual inspection lhr review: a review of the lhr for lot # fl50764456 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. Visual inspection confirmed the heat shrink was detached from the electrode as well as there was an accumulation of tissue build-up in the suction opening of the finger grip causing the device to become clogged. The finger grip incorporates a suction lumen for the evacuation of smoke and fluids. The gunk build-up of tissue that was present on the electrode and inside the suction opening results in the overheating and melting of the heat shrink. The rf energy is affected by the gunk build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device (in this case near the heat shrink) rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperature and over time, it is possible for the heat shrink to degrade. The complaint will be tracked and trended in gch. It is plausible to suggest a likely cause of the failure is the electrode was not cleaned according to the IFU recommendations as the suction opening became clogged with an excessive build-up of tissue resulting in the overheating and melting of the heat shrink which ultimately caused the heat shrink to degrade and to detach from the electrode. Customers are properly trained for proper use prior to using the peak surgery system which includes reading and understanding the IFU. The IFU outlines proper cleaning and use of the plasmablade¿ and specifically relates to the reported complaint as listed below: lbl-00166 rev. C ¿ plasmablade¿ 3.0s ¿ IFU ¿ precautions and warnings -when bending the blade, do not exceed a 45° angle. Do not bend more than three times. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to bend the blade; do not use forceps as this could damage the device. -do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. -eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. -activation of the hand piece simultaneously while aspirating fluid may alter the path of electrical energy away from target tissue. -unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance. -the finger grip also incorporates a suction lumen for the evacuation of smoke and fluids. (B)(4).